Event description:
It was reported that prior to starting a da vinci surgical procedure, the cadiere forceps instrument was not recognized by the system and could not be used. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the reported complaint of the instrument not being recognized. The instrument was placed on an in-house system and was successfully recognized. The instrument moved intuitively with full range of motion in all directions, and the grips opened and closed properly. Failure analysis investigation found that the distal end of the main tube had various scratch marks with light material removal. The scratches were not axially aligned with the tube. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunctions were to recur.